Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge and needs to charge the ipg more often. It was noted that patient was not able to ger enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.